Event description:
Reference number (B)(4) event occurred in netherlands. On (B)(6)2024, it was reported that the patient encountered infusion set occlusion at site. No further information available

Manufacturer narrative:
E1: patient city: (B)(6) patient country : netherlands